Manufacturer narrative:
Conclusion: product replaced.

Event description:
It was reported that the cover had fluid seeping through it. Patient involvement was reported, however, it is not known if there were any adverse consequences.